Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult guidewire removal is confirmed and was determined to be use-related. One 21 ga bbraun safecan introducer needle and one nitinol guidewire in its plastic hoop were returned for evaluation. An initial visual observation of the returned devices showed some use residues along the devices. A functional test of attempting to insert the complainant guidewire through the complainant introducer needle revealed the distal end of the guidewire would not pass through the introducer needle. A functional test of attempting to pass a non-complainant guidewire through the complainant introducer needle revealed the non-complainant guidewire passed through the introducer needle without resistance. A microscopic observation of the guidewire revealed a break in the coil wire at the proximal end of the coil wire. The core wire appeared angled with a granular fracture surface, and it appeared to be located where the proximal end of the core wire is attached with glue to the guidewire. The needle tip was slightly barbed, and the needle bevel has slight damage indicating the guidewire may have been pulled back against the needle bevel. This damage was determined to be cause during use of the product from pulling the guidewire back against the needle bevel. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported after guide wire was deployed, the guide wire could not be removed, then remove with introducer needle together. No further information was provided. (B)(6) 2026: it was found during an investigation a microscopic observation of the guidewire revealed a break in the coil wire at the proximal end of the coil wire.